Event description:
The product was used during a nephrectomy procedure. Reportedly, the instrument broke and a piece disengaged into pt's cavity. The surgeon used another instrument to complete the procedure. The hospital retrieved the disengaged component and reported no pt injury occurred.